Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a pwd (patient with diabetes) experienced a kinked cannula while using a cleo infusion set. The event affected patient care; however, no patient injury was reported. The event occurred while the device was in use with the patient.